Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported power issue; however, stryker did observe that the device was failing to deliver a shock. Stryker determined that the cause of the observed shock issue was due to blown transistors, designator q71 and q74. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device would not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. There was no report of patient use associated with the reported event.